Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/21/2020. Investigation conclusion one 20039e sample was received for investigation, the product did not appear to have been used with no fluid in the line and the male luer protective cap in place; no packaging was received with the sample, however the customer indicates the affected lot number to be 19107158. A visual inspection confirmed the customer's experience as the tubing was identified to have been cut in half . The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause could not be determined for the observed damage, however it is possible that the tubing could have been protruding from the edge of the packaging during the packaging cutting and sealing process, causing the split tubing. However in this instance the packaging of the affected sample was not available for investigation and therefore it has not been possible to confirm if the tubing had not been correctly placed in the packaging nest. A review of the production records for lot 19107158 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20039e product in the past 12 months.

Event description:
It was reported that the smallbore 6 inch ext vlv tubing was found broken during use. The following information was provided by the initial reporter: "tube broken, can¿t use"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv tubing was found broken during use. The following information was provided by the initial reporter: "tube broken, can¿t use".